Manufacturer narrative:
Additional information was received that the physician doesn't believe the pain was related to the device. The pain injections were administered to treat pre existing pain. A review of the manufacturing documentation of the explanted lead revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.

Event description:
A report was received that trial patient was experiencing pain at the lead site following the implant procedure. The patient's trial leads were pulled and the patient was discharged from the hospital. The patient will be given pain injections.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that trial patient was experiencing pain at the lead site following the implant procedure. The patient's trial leads were pulled and the patient was discharged from the hospital. The patient will be given pain injections.